Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13248. It was reported that a patient's right ventricular lead presented with noise and was addressed in a procedure on (B)(6) 2021. During the procedure, the physician noticed that the atrial lead had an insulation breach. Both leads were explanted and replaced in the same procedure. Post-procedure the patient was stable.